Manufacturer narrative:
A partial lead with the connector pin measuring 14.8 cm was returned for analysis. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed when a pre-procedural fluoroscopy was performed. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2017 with no complications. The patient was stable.